Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician noticed that the coil was kinked out of the package before advancing it into the catheter. They did continue to treat the patient and successfully shut down the vein of galen.